Event description:
On (B)(6) 2023 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy was diagnosed with peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) /2023 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = 5207 /mm3, polymorph cells = 69%) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with an initial loading dose of intraperitoneal (ip) vancomycin 2000 mg (subsequent doses decreased to 1000 mg every 3 days) and fortaz 2000 mg to dwell for 8.0 hours daily (duration not provided). The patient¿s peritoneal effluent culture result returned positive for streptococcus sanguinis (date not provided), and the patient¿s vancomycin was discontinued. The patient is recovering from the events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without reported issue. The pdrn attributed causality to an unspecified touch contamination event. The patient was also prescribed topical nystatin powder for 28 days after receiving the peritoneal effluent culture results. The patient has recovered from the events and continued to undergo ccpd therapy at home utilizing the same liberty select cycler without reported issue.